Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure of the sfa, the stent fractured immediately during deployment. Reportedly, the lesion was post-dilated and two additional stents were placed through the fracture to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, the reported stent fracture could not be confirmed. The stent was not returned as it remains implanted. No images were provided for evaluation. No defect or deficiency of the delivery system was found which may have led to difficulties during stent deployment and to the alleged stent fracture. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be identified. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU indicates that stent fracture is a potential adverse event that may occur.

Event description:
It was reported that during a stenting procedure of the sfa, the stent fractured immediately during deployment. Reportedly, the lesion was post-dilated and two additional stents were placed through the fracture to complete the procedure successfully. There was no reported patient injury.